Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves). The analyst indicated that the atrial lead shows intermittent far-field r-wave oversensing on some arrhythmia episode electrograms (egms). Concomitant product: 694765, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. It was also noted that r wave amplitude had decreased since implant. The rv lead was explanted and replaced. It was additionally reported that the right atrial (ra) lead exhibited intermittent far-field r wave sensing. No action has been taken and the ra lead remains in use. No patient complications have been reported as a result of this event.